Event description:
Healthcare professional (hcp) reported patient was injected with 0.4ml to lips, 0.2ml to upper lip of juvéderm® volite¿. 2 months later, patient experienced consistent pain extending lips to nose, ischemic changes were noticeable. Patient was injected with hyalorindase in all upper lip and around the ulcer at the ala of the nose and septum of nose. Adol was used as an anti-inflammatory treatment and nitroglycerin cream four times a day. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Additional, corrected, and/or changed data: a2, a4, b1, b5, d6a, e1, h6, h8.

Event description:
Additional information reported patient was injected 0.3 ml in the lower lip. 4 days later, patient experienced a change in skin color at the lips and the nose and pain sensation as well (vascular occlusion). Patient was injected with hyaluronidase 3x in the lips and nose. Symptom resolved.